Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the snare was not receiving a current. This may have prevented the snare from cutting a polyp and retracting into the tube. It is likely that the snare was not receiving a current because the connection between the plug and a cord, or a cord and the electrosurgical unit was insufficient, or the target area likely contained high moisture content. (E.g., mucus, blood) therefore, the high frequency current density has decreased. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿during the procedure, if you determine that the instrument is not operating properly - due to breakage, disconnection of the operating pipe and operating wire, or burns to tissue from the snare loop ¿ immediately stop using it, and carefully remove it to avoid patient injury. Using an instrument that is damaged and/or not operating properly could cause patient injury, such as hemorrhages, punctures, or mucous membrane damage. In addition, the snare loop may burn and become stuck in the tissue, unable to be removed. If the snare loop cannot be removed from the tissue, follow the instructions given below.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that while using the disposable electrosurgical snare, after snaring a large polyp, the physician could not cut or retract the snare. The snare and polyp both had to be surgically removed from the patient; the patient was taken to surgery immediately. Additional information has been requested; despite multiple attempts, none has been received. If received, a supplemental report will be sent.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report was submitted on importer's report number 2429304 - 2023 - 00006.